Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had three reservoirs that leaked. The customer's blood glucose during the incident was unknown. No further details were given. The reservoir will be returned for analysis.